Event description:
A us distributor contacted zoll to report that a patient was getting dress and got tangled in the electrode belt cable, causing him to fall and hit his head against the dresser. There was no alleged device malfunction contributing to the irritation. The patient reported feeling fine and there were no visible bruises or wounds. There is no indication that the patient received medical intervention. Reporting out of an abundance of caution.